Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist (tss) accessed to the server was established through a secure connection, after which a downtime query was executed and a delay compared to server time was identified. The tss checked external messaging, inbound, and communication services and found to be stopped and set to manual startup, and a disconnected status was also observed. The tss reviewed cce (carefusion coordination engine) server and identified that an upgrade was in progress. The tss obtained that the upgrade activity was ongoing and expected to complete shortly. The tss executed that the downtime query and message flow was observed to resume. The tss that confirmation was obtained that the upgrade was completed, and communication was sent to verify that orders were processing correctly. The tss stated that continued monitoring was performed for twenty-four hours, after which the case was closed with no further concerns reported. The system functioned as intended after technical support specialist (tss) troubleshot the device.